Event description:
A report was received that a patient underwent a pocket revision due to having difficulty charging. The patient's ipg was loose and flipping around inside the pocket. The patient is reportedly doing fine following the procedure.